Event description:
Patient came to the emergency department under a false name complaining of sickle cell crisis. He was just discharged from inpatient hospitalization at same facility on the same day, being treated under a different name. He went into the next patient's room who was having pca pain medication infusion and removed dilaudid from the pump using a key. The key was not stolen from the facility and was presumed to have been brought in by the patient. ((B)(6)) the key is universal for all bd alaris pca pumps and is available for sale on (B)(6). Bd pca model 8120. FDA safety report ID # (B)(4).